Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting back spasms when their stimulator was on. They had one lead in the lumbar spine and one in the cervical spine. If either lead was stimulated individually the spasms still occurred so the rep didn't think the issue was the leads. The ins battery was placed in the abdomen, and the leads were in the correct position on x-ray. Additional information received reported that the manufacture representative asked the patient¿s healthcare provider (must have been february 12th) about the event. It was noted that it was believed that it was programmed around the issue and the lead had slipped a bit. No further complications were reported or anticipated.